Event description:
The device was implanted three years ago, and earlier this year the patient was doing target shooting with a shotgun. The back flash from the shot hit her in the breast. It is presumed the implant ruptured at that time. She went back to or to replace her implant.